Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify over or under anomaly due to buttons not responding. No blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over and under delivering insulin. The customer¿s blood glucose level was 89 to 239 mg/dl at the time of the incidents. The customer stated they got more insulin recommended for the lower blood glucose than the higher value. The customer did a self test earlier and got a blank screen. Troubleshooting was not completed. The insulin pump will be returned for analysis.